Event description:
Additional information received reported that the patient¿s extension wire was replaced thursday prior to (B)(6) 2015 and all impedances had returned to normal levels upon completion of surgery.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, lot# serial# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported on (B)(6) 2015 that the manufacturer representative (rep) was working with technical services ¿a couple of weeks back¿ regarding a patient who had the implantable neurostimulator (ins) replaced in (B)(4). The impedances were fine and the patient had good therapy control prior to replacement. However, after replacement, there were several high impedance values and the patient was experiencing a loss of therapy. These values were in the same settings the patient previously used for good therapy control. The clinic was trying to program around it. The doctor was concerned something was happening in the operating room (or) or that there were potential hardware issues. The doctor was no certain if the neurosurgeon was using electrocautery during the replacement surgeries, but thought he was. The cause of the issue and the patient information was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.